Event description:
It was reported that the lead showed impedance trends between 300 ohms and 2500 ohms for the last 14 months. The short interval counter also increased. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted lead impedance pacing right ventricular trend rising. Weekly pace impedance trend data show various spike increases for min and max rv pace equal to 368 to 2848 ohms range between (B)(6) 2012.